Manufacturer narrative:
(B)(4). Multiples MDR's were submitted for this event. Please see associated report(s): 0001825034 - 2018 - 02771. (B)(6). Report source: literature: hwang, ji-hyo, et al. ¿dislocations after use of dual-mobility cups in cementless primary total hip arthroplasty: prospective multicentre series.¿ international orthopaedics, vol. 42, no. 4, july 2017, pp. 761¿767., doi:10.1007/s00264-017-3660-6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported four dislocations were observed during follow-up, with a mean time of dislocation 30.5 days post- total hip arthroplasty. Three hips underwent closed reduction and one underwent open reduction with exchange of the liner and head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.